Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt stated she had a rectal prolapse surgery performed around (B)(6) of 2021 and ever since then she has been unable to use her stimulator. She had kept it charged she reported and used it all the time. Ever since the surgery she hadn¿t been able to turn the ins on. Pt made an appointment with their surgeon who placed the ins and he had advised to replace the battery. The surgeon informed her that they might have damaged the battery. Rep tried to connect to the battery with a samsung tablet with no connection. Pt went in for replacement and impedances checked (all normal). New intellis was implanted and had normal impedances.